Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb port of the pump appeared to be loose as the customer experienced difficulty charging the pump battery. Additionally, it was reported that the pump alerts were not audible and that the customer delivered the incorrect insulin amount via a bolus due to entering the incorrect values. Customer's blood glucose level was "low" which was addressed by ingesting food and juice. Reportedly, the customer continued to use the pump for insulin therapy.